Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported syncope could not be conclusively established through this evaluation. The controller event log file contained events from 22feb2023 through 23feb2023 and captured the pump functioning as intended at the set speed. The left ventricular assist device (lvad) event log file contained events from 23feb2023. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. The pump maintained a speed above the low-speed limit throughout the data and no low flow/pump off alarms were recorded. Therefore, the observed notifications on the system monitor were determined to be erroneous. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was recently admitted post syncopal episode and upon interrogation on (B)(6) 2023 they had multiple power cable disconnect alarms subsequent to a backup battery not installed alarm. The patient also had a brief pump stop notification, though this did not appear upon interrogation. The event log captured the lone backup battery not installed event on (B)(6) 2023. The log file also noted some random power cable disconnect events while using battery power and again while using the power module. It was also noted that the system monitor had a ram error and was removed from use.

Manufacturer narrative:
Patient weight was requested, information not yet provided. Reporter phone number: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.